Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 42 mg/dl, 45 mg/dl, 53 mg/dl and 67 mg/dl. Customer declined troubleshooting for the low blood glucose. Customer stated that she will think about it and call later to possibly upload. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).